Manufacturer narrative:
Qn#(B)(4). An actual sample was returned for investigation. Visual examination was conducted on the returned sample shows slight of blood stain on balloon and shaft of the catheter. Besides that, no abnormality or design abnormality, except for the balloon had burst was observed. Based on the complaint description, the balloons had burst during used. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. Based on the picture provided, no obvious abnormalities were observed on the returned sample. Burst balloon may happen due to various reasons such as contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds. In current standard operating procedure as per (B)(4), the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test ((B)(4)). Catheter with defective balloon will be culled out. Based on the investigation conducted, no abnormalities were observed on the returned sample except the balloon was already burst. Burst balloon happened could be due to such reasons as had in contact with sharp objects or any substance that may deteriorate the balloon itself. Therefore, this complaint is not confirmed.

Event description:
Reported event: a 36-year-old female patient had a catheter inserted in the operating room by the doctor. The patient had severe pain at the level of the urinary catheter. The nurse observed that the catheter had come out of the meatus. She tried to deflate the balloon, but the catheter came into her hands. The balloon was empty and burst. The patient was re-catheterized.

Manufacturer narrative:
(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed.

Event description:
Reported event: a 36-year-old female patient had a catheter inserted in the operating room by the doctor. The patient had severe pain at the level of the urinary catheter. The nurse observed that the catheter had come out of the meatus. She tried to deflate the balloon, but the catheter came into her hands. The balloon was empty and burst. The patient was re-catheterized.